Manufacturer narrative:
The lipase colorimetric reagent lot number was 929493 with an expiration date of 31-jan-2027. The qc was acceptable. The alarm trace showed a sample short alarm, an abnormal sample aspiration alarm, and a couple of abnormal probe sucking alarms. The customer identified a white powder buildup over the reaction cuvettes and the mixers. The field service engineer (fse) repositioned the plate, adjusted the reagent probes, and verified the rinse levels and the aspiration of the washing detergents. He then performed a pressure check, a photometer check, and a cuvette blank with successful results. Precision studies, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lipase colorimetric assay on a cobas 6000 c501 module. Initial result: 441.0 u/l (accompanied by a data flag). The customer noticed that the initial result was high in value and accompanied by a data flag, prompting the repeat of the sample. The repeat results were 85.8 u/l and 368.0 u/l. On (B)(6) 2026, the sample was repeated on a different c 501 module using dilution. The repeat results were 64 u/l and 76 u/l, and they were deemed to be correct.